Event description:
The pt's mother reported that her son was hospitalized due to high blood glucose. She stated that she changed his pod at 12:35 am with bg of 455 mg/dl and "she adjusted." At 2:55 am there was "no reading" because his bg was too high. She could not retrieve any additional history. He was hospitalized with bg of 569 mg/dl.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the pt's hyperglycemia was found. Qualification records were reviewed and product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If bg levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."